Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglides after a coronary procedure using a 6 fr sheath. Reportedly, when harvesting the sutures of the first proglide device, the knot unraveled. A second proglide was used; however, the foot plate would not retract and the device could not be removed from the patient anatomy. A cut down was performed to removed the device. The artery was sutured closed to achieve hemostasis. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.